Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit passed the pre-repair diagnostic assessment and no abnormalities or non conformances were identified. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, it was discovered that the trigger on the battery reamer/drill device got stuck down and would not return to normal. It was reported that there were no delays to the surgical procedure and a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.